Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired twice. No other details are known. No pt consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clips. Evaluation summary: the analysis results found that the er420 insrument was returned in good visual condition. The insrument was cycled, fed and formed 4 clips conforming and ejected 13 clips. The instrument lockout was functional. A batch record review was performed and no anomalies were found during the mfg process.